Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
(B)(4). Investigation is required. Please provide us DHR and complaint history review. The product has been implanted and only the fragment will not be returned for investigation (B)(4). On (B)(6) 2016, the product was used for abdominal aneurysm. During procedure, blood leak was noted from the entire surface of the graft. The customer said that it took some time to stop bleeding. Total amount of blood leak was unknown. It is unknown how long the surgery prolonged. It was not reported that transfusion was conducted.

Manufacturer narrative:
Device evaluation: a segment of the graft was returned to the lab. The segment was inspected. No tears, holes, textile anomalies, sutures or collagen coating defects were observed. We are unable to confirm the reported complaint because we are unable to perform an evaluation on the complaint unit. The graft is impregnated with collagen to improve hemostasis. The potential for the graft to be contaminated and/or damaged during the return process and the potential for exposure to factors in the clinical environment outside our control that affect the collagen coating precludes our ability to conduct a product analysis on the returned segment. Therefore, a review of the manufacturing processes was completed. The device history record (DHR) has been reviewed with special focus on the results of the standard porosity testing performed during final inspection. The records show the device lot conformed to all applicable procedures and specifications. Specifically, the lot passed porosity testing with all permeability values within specification. The records show the device lot passed porosity testing and there was no non-conformance recorded in the lot history.

Event description:
Investigation is required. Please provide us DHR and complaint history review. The product has been implanted and only the fragment will not be returned for investigation. On (B)(6) 2016, the product was used for abdominal aneurysm. During procedure, blood leak was noted from the entire surface of the graft. The customer said that it took some time to stop bleeding. Total amount of blood leak was unknown. It is unknown how long the surgery prolonged. It was not reported that transfusion was conducted.